Manufacturer narrative:
(B)(4). Batch # r5904r. Can you please provide more event details how the trigger broke, and the device was unable to fire again? Did the trigger remain intact and attached to the endocutter? No. Did any pieces of the device break off and fall into the patient? No. Did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? No. Or, did the device staple, but not cut the tissue? No. Did the device deliver any staples? Yes the first firing if yes, were the staples formed in the proper closed b-formation? Yes. If the stapler did fire was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes. Is the current patient status known? Yes, normal and fine. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No. Please explain. The trigger broke off when firing, but the initial firing was done right. Device analysis: the analysis found that one psee60a device was returned with the firing trigger broken and with no cartridge reload present, making the device non-functional. No further functional testing could be performed due to the conditions of the firing trigger. No conclusion could be reached as to what may have caused the firing trigger to become broken. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details how the trigger broke and the device was unable to fire again? Did the trigger remain intact and attached to the endocutter? Did any pieces of the device break off and fall into the patient? If yes, were all pieces retrieved? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, did the device staple, but not cut the tissue? Did the device deliver any staples? If yes, were the staples formed in the proper closed b-formation? If the stapler did fire was the staple line complete? Did the device cut? If yes, was the cut line complete? If no, please explain. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that during a robotic nephrectomy procedure when firing the first time, the trigger broke. The device was unable to fire again. A new device was taken to finish the procedure.